Manufacturer narrative:
The customer returned their glidescope avl video baton 3-4 and glidescope gvm video monitor to verathon for evaluation. A verathon service representative evaluated the returned system and was able to duplicate the reported disappearing image issue. It was found that there was a short on the video baton, between the flexible tubing and camera, which would cause the image to disappear. The returned video monitor was tested with a test video baton and the image produced was stable and clear with good color rendition. The customer was advised that there are no repairs available for the video baton and that it would need to be replaced. The returned video monitor was certified and was returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4 and glidescope gvm video monitor, the image would disappear. The procedure was completed using the reported avl baton. No delay in the procedure, harm to the patient, or the user was reported.